Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The left ventricular (lv) lead pacing parameters were reprogrammed. About two months later, the patient came in due to phrenic nerve stimulation again. The left ventricular (lv) lead pacing parameters were reprogrammed. The lv lead remains in use. The patient is a participant in the (B)(4) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that about four months later, the patient still experienced phrenic nerve stimulation when doing lateral movements. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.